Manufacturer narrative:
A field service engineer was dispatched to the customer site. The catalytic converter, oil mist filter, push-on hose and vacuum control valve were replaced to resolve the haze/vapor issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported a haze emitting from the sterrad 100s sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Device returned to manufacturer; device evaluated by manufacturer. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/mist/vapor issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the haze/mist/vapor issue was reviewed from october 2017 to april 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter, oil mist filter and vacuum control valve were returned and tested. The components completed the test cycle with no faults or errors and no smoke or haze. The reason for return of the catalytic converter, oil mist filter and vacuum control valve was not confirmed. The push-on hose was returned and visually inspected. The hose was found to be damaged, frayed and deteriorating. The reason for the return of the push-on hose was confirmed. The assignable cause of the haze/mist/vapor issue is the catalytic converter, oil mist filter, vacuum control valve and push-on hose. The field service engineer replaced these parts and confirmed the sterrad 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).